Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had flipped at the pocket site making it difficult for the patient to charge despite troubleshooting attempts. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remained implanted.